Event description:
It was reported that during the unk procedure, the device fired malformed staples at the distal end of the staple line. It was completed by additional sutura. There were no adverse consequence to the patient.